Event description:
A customer reported that a battery charging issue led to a pump shutdown, and a shutdown alarm was received before the pump stopped functioning. The shutdown did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support informed the customer that the pump began charging after troubleshooting steps were taken and advised them that insulin deliveries and continuous glucose monitoring sessions need manual restart. The customer was instructed to monitor the situation and contact support again if the problem continues.